Manufacturer narrative:
(B)(6). This report is for an unknown dhs lag screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2017 due to delayed healing and a nonunion. The patient had been initially treated with a dynamic helical hip system (dhhs) on (B)(6) 2016 after a motor vehicle accident. The patient originally was involved in a motor vehicle accident (mva) on (B)(6) 2016 and no hip fracture was noted at that time. She presented later, on (B)(6) 2016, for worsening hip pain and a left hip fracture was noted. Reportedly, there is no issue with the implant; the fracture never healed. On (B)(6), 2017 the dynamic hip screw was removed and the patient was converted to hip arthroplasty. The case was completed successfully and all original hardware was removed. There was no surgical delay. This report is for an unknown dhs femoral plate. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown dhs femoral plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.